Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction air water cylinder had corrosion was traced to be component failure and the most probable root cause of the malfunction nozzle had foreign objects was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope air water cylinder had corrosion and nozzle had foreign objects. There was no patient involvement.